Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 3-1 and 3-2 were not on the bus. A field service engineer noted that the pyxibus controller had no lights. Both drawer controllers were tested and found to be within operational range. The pyxibus controller was then replaced to resolve the issue, and the drawer was tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, system drawers were failed to open, and device was not detected on communication bus. The customer reported that the user was able to remove the medication from another station resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.